Event description:
After initiation of retraction of sharp into sharp chamber, blood back flowed and leaked out of the chamber. We have had 4 other reports of this along with other issues with this particular device. Other issues is that when the button is depressed to retract the sharp, it has launched the sharp out into the air.